Manufacturer narrative:
Blocks b5, block d4 (model number, lot number, catalog number, unique identifier (UDI) #, expiration date), and h4 (device manufacture date) were updated based on the additional information received on april 22, 2025. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2301 captures the reportable event of additional device required to address stent migration.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was implanted in the duodenal wall during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. Post stent placement, the advanix stent had migrated and perforated through the opposite side of the duodenal wall. Additional information received on april 22, 2025. This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2025-01746 and 3005099803-2025-02157 for the associated device information. It was reported that two 10f pre-loaded advanix stents (subject of this report) and (subject of manufacturer report # 3005099803-2025-02157) were implanted bilaterally into the right and left hepatic ducts on (B)(6) 2024. Both of these devices had migrated causing perforation in the opposite wall of the duodenum. On (B)(6) 2024. The two advanix stents were removed using grasping forceps. The patient is currently well and is being re-assessed for treatment options for her likely cholangiocarcinoma which is peri hilar.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2301 captures the reportable event of additional device required to address stent migration.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was implanted in the duodenal wall during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. Post stent placement, the advanix stent had migrated and perforated through the opposite side of the duodenal wall.